Event description:
The customer reported that spectrum pump serial number (B)(4) has an adaptor with hot prongs. No pt injury was reported. No further info was provided.

Manufacturer narrative:
MFR ref no.: (B)(4). The device has been rec'd by baxter for eval. At this time, the eval is not complete. A supplemental will be submitted once the investigation is complete.